Manufacturer narrative:
The device has not yet been returned for evaluation. As part of our investigation with this report an olympus endoscopy support specialist was dispatched to the user facility to assess their reprocessing practices and to provide reprocessing training if necessary. In addition, olympus followed up with the facility to obtain additional information, and was informed that the staffs are testing the minimum effective concentration before each use using acecide test strips. The device channel is being brushed using a non-olympus single use brush. The channel of the endoscope is being flushed with alcohol instead of air. Pre-cleaning is performed immediately after each procedure. The scopes are hung to dry in cabinets. The oer-pro was last serviced in october 2015 and there were no problems noted. All of the reprocessing staff is trained and there have been no changes with the staff.

Event description:
Olympus was informed that subsequent to an ercp procedure, the device culture tested positive for a klebsiella oxytoca and enterococcus hirae after it has been reprocessed in an olympus automated endoscope reprocessor. There was no patient infection associated with this report. The device was removed from service.

Manufacturer narrative:
This supplemental report is being submitted to provide the device evaluation results. The device was sent to an independent laboratory for microbiology testing. The device tested (B)(6) for the following (B)(4): (B)(6). The device was then returned to olympus for evaluation. The device failed the leak test. A leak was noted from the base of the elevator channel (control body side). There were also scratches and pin holes noted on the bending section cover glue and distal end. A stain was noted on the light guide lens. In addition, a (B)(4) was used to examine the biopsy and suction channels of the device and there were multiple dents were noted on the channel wall of the bending section area approximately 2cm from the distal end. No stain was observed on the biopsy and suction channel walls. The most likely cause of the reported event is most likely due to improper maintenance of the device. The device was serviced and returned to the facility. The reprocessing manual contains several warning statements for proper inspection and testing including the following warning. ¿perform a leakage test on the endoscope after each precleaning procedure. Do not use the endoscope if a leak is detected. Use of an endoscope with a leak may cause a sudden loss of the endoscopic image, damage to the bending mechanism, or other malfunctions. Use of a leaking endoscope may also pose an infection control risk.¿